Event description:
Boston scientific crm received information in (B)(6) 2009 that this local representative contacted technical services to report pacing impedance variability. The local representative reported that the impedance measurements had been in the 500 ohm range. However, a few of the measurements were in the 1000 ohm range. There were no reported electrogram noise observed on the right ventricular (rv) pace/sense channel. All other lead diagnostic measurements were normal including rv wave sensing in the greater than 20.0 mv range. Technical services discussed continued monitoring. Subsequently, the local representative contacted technical services in (B)(6) 2009 to again report rv pacing impedance variability from 600 ohms to 1000 ohms. The local representative reported that the rv sensing and pacing thresholds were normal. Technical services suggested a chest xray to rule-out a device/lead connection issue. The local representative reported that the device/lead system was viewed fluoroscopically. There was no evidence of any issues on the lead, lead placement or header connection. The physician planned to continue monitoring the device with latitude and through in-clinic follow-up.

Manufacturer narrative:
The available information suggests that this device and competitor rv defibrillation lead remains in-service. The event will be reopened if additional information is received and/or the device is returned for laboratory testing.